Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was difficult to inflate during pretest using a 10cc syringe even with strong pressure the catheter would not inflated. An additional catheter was tested and also would not be inflated. A third catheter was used from a different lot number and this was successfully placed in the patient.

Event description:
It was reported that the catheter balloon was difficult to inflate during pretest using a 10cc syringe even with strong pressure the catheter would not inflated. An additional catheter was tested and also would not be inflated. A third catheter was used from a different lot number and this was successfully placed in the patient.

Manufacturer narrative:
The reported event is unconfirmed. Two red rubber coude lubricath catheter was returned unopened in their original packaging both catheters were inflated with 80 ccs of di water. No inflation issues were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water." Correction: d10, h3, h6, h10 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to inflate during pretest using a 10cc syringe even with strong pressure the catheter would not inflated. An additional catheter was tested and also would not be inflated. A third catheter was used from a different lot number and this was successfully placed in the patient.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to a " high modulus latex". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.